Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a loss of prime issue. It was reported that the pump's history showed a temp basal set on (B)(6) 2016, but status screen 5 showed default date. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 04/28/2016 with the following findings: a review of the black box data showed that a temp basal was programmed and ran for 2 hours on (B)(6) 2016 at 20:14. A reboot associated with battery change was recorded on (B)(6) 2016 at 8:58pm. The total daily doses added up to correctly reflect the user¿s programmed basal rates. During testing the pump successfully completed the ez prime steps. The pump was exercised for 24 hours on a 1 unit/hour basal rate; the pump reflected (B)(4) units correctly at the end of testing. The pump¿s temp basal was activated with a (B)(4) rate for 30 minutes. The pump displayed the correct temp basal status in the screen n5. The complaint was not duplicated during testing. (B)(4).